Manufacturer narrative:
An attempt to inflate the balloon from the returned device with water revealed a leak in the balloon. Visual inspection at high magnification confirmed that the source of the leak was a longitudinal tear in the balloon, approximately 5 mm from the balloon proximal tip. The review of the lhr (lot f1330403) indicated that the device lot met all established performance criteria prior to shipment. Based on the information provided and the investigation performed, the root cause of the reported arterial dissection could not be conclusively determined. However, it should be noted that the mynxgrip device is manufactured with a flexible atraumatic tip (rounded ball tip) on the distal end of the catheter shift. The atraumatic tip is configured to guide the catheter shaft through the vessel while avoiding perforation of the artery wall.

Manufacturer narrative:
An attempt to inflate the balloon from the returned device with water revealed a leak in the balloon. Visual inspection at high magnification confirmed that the source of the leak was a longitudinal tear in the balloon, approximately 5 mm from the balloon proximal tip. A review of the lhr was not possible as the lot number was not provided. Based on the information provided and the investigation performed, the root cause of the reported arterial dissection could not be conclusively determined. However, it should be noted that the mynxgrip device is manufactured with a flexible atraumatic tip (rounded ball tip) on the distal end of the catheter shift. The atraumatic tip is configured to guide the catheter shaft through the vessel while avoiding perforation of the artery wall.

Event description:
It was reported that an (B)(6) year old female patient underwent an interventional peripheral procedure on (B)(6) 2014. A pre-procedure femoral angiogram was performed, however, the results were not provided. The stick location was at the left femoral artery. Following the procedure, the physician who is training to the aci device, selected a mynxgrip (5f) vascular closure device to close the access site. It was reported that the nurse tested the balloon during prep and it appeared as if the balloon held pressure. While the physician was deploying the device, the balloon ruptured, therefore, the device was removed from the patient. The physician went back into the artery and found that the left external iliac artery had dissected. The physician put a 7 mm x 80 mm stent in and manually removed the sheath. Manual pressure was applied for 15 minutes. The patient was discharged to home the same day. The patient was reported to be doing fine. After the procedure, an attempt to inflate the balloon was made and it was found that the balloon had burst.

Event description:
It was reported that a (B)(6) female patient underwent an interventional peripheral procedure on (B)(6) 2014. A pre-procedure femoral angiogram was performed, however, the results were not provided. The stick location was at the left femoral artery. Following the procedure, the physician who is training to the aci device, selected a mynxgrip (6f/7f) vascular closure device to close the access site. It was reported that the nurse tested the balloon during prep and it appeared as if the balloon held pressure. While the physician was deploying the device, the balloon ruptured, therefore the device was removed from the patient. The physician went back into the artery and found that the left external iliac artery had dissected. The physician put a 7 mm x 80 mm stent in and manually removed the sheath. Manual pressure was applied for 15 minutes. The patient was discharged to home the same day. The patient was reported to be doing fine. After the procedure, an attempt to inflate the balloon was made and it was found that the balloon had burst.